Event description:
During a lap gastric bypass procedure, when the babcock was in use, about 50% of the time the handles were not glued, they separated from each other. The ratchet does not work. The case was completed by opening subsequent devices until one was located that did work properly.